Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported insulation anomaly was confirmed in the laboratory. The lead was returned in three sections. Visual inspection noted outer insulation abrasion at 17.5cm from the connector pin. The rv cables were exposed but the efte coating was not compromised. This abrasion is consistent with lead friction to the ICD.

Event description:
The lead was explanted due to suspected insulation anomaly.